Manufacturer narrative:
The complaint of a split catheter could not be confirmed from the unused representative 20g insyte autoguard devices that were received in sealed unit packaging from lot 4347512. A functional test and microscopic examination revealed no damage or defects that would support the description of the reported event. Although complaint could not be confirmed, the reported issue was documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter split. The following information was provided by the initial reporter: while starting an IV the plastic catheter split, causing that IV to need to be removed and another IV to be placed. Injuries or adverse event: no.